Event description:
Additional information received reported that the patient had met with a manufacturing representative (rep) on (B)(6) and still had concerns regarding his device or therapy, but he was working with his doctor or rep. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of lead model 39565 with serial number (B)(4) found the body of the conductor to be broken at the anchor site.

Event description:
Additional information received reported that the patient received assistance from his doctor or manufacturing representative (rep) on (B)(6) 2015 and his concerns were resolved.

Event description:
It was reported that the patient¿s stimulation was in need of some tweaking because one of the leads quit working and needed to have an adjustment at his healthcare provider (hcp) office. At the last adjustment, in 2010 or 2012 the patient could not recall, it was confirmed that one of the leads went out and they had to spread the programming over the rest of the system. One lead was doing all the work and it was doing okay and now he wanted to adjust the pulses so his brain would think they were new. The patient went in two days ago and showed his new managing hcp which lead was not working on the stimulation model they had in the office. He had another appointment coming up on (B)(6) 2015. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that there were high impedances of >10000 ohms on electrodes 8, 9, 10, 11, 12, 13, 14, and 15. Reprogramming was performed but no troubleshooting was required. The issue was not resolved and the cause of the event was not determined. It was noted that the patient was told by a manufacturing representative (rep) approximately 3 years ago that ¿half of your lead doesn¿t work.¿ programming options allowed for desired coverage and optimal results. The patient however wanted to explore replacing the lead, if necessary, and would like to upgrade the implantable neurostimulator (ins). No patient symptoms reported. The patient was alive with no injury at the time of this report. Further follow-up is still being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).